Event description:
It was reported that the pt suffered a subluxation injury to his left shoulder while playing football in 1998. In1999, he had a dislocation in injury to the left shoulder and was placed in a left shoulder brace. The pt had an MRI in 1999 and then underwent reconstructive surgery for a left shoulder labrum tear, and #2 panacryl sutures were used anteriorly, posteriorly and inferiorly, leaving a stable rim of tissue around the glenoid. The shoulder capsule was repaired and tightened using #2 panacryl sutures. Post-operatively, the pt performed physician therapy, and continued to have severe pain, swelling and loss of motion of the left shoulder. The patient continued to experience restriction in late 2000, he had a CT scan which revealed near obliteration of the glenohumeral space along with cystic changes along both sides of the joint. There was also erosion of the medial head and the glenoid. On the next day, the patient underwent arthroscopic debridement, capsular release and manipulation on his left shoulder. The surgeon noted grade IV chondromalacic changes on his glenoid and humeral head. There was external rotation and crepitation was discovered in the glenohumeral joint. Biopsies were taken which revealed chronic hypertrophic synovitis with focal calcifications ad foreign body fragments associated with inflammation, fibrosis and calcifications. Throughout 2001, the pt was treated with physical therapy, and synvisc injections. The patient continues to do physical therapy exercises and continues to have pain and stiffness, cannot raise arm over his head or rotate his arm.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.